Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The arm controller joint (acj) printed circuit assembly (pca) was returned for failure analysis and the reported error 32100 was confirmed but could not be reproduced. In the logs, error 32100 was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that are related to the reported issue. This acj was unable to program into the test system after installation. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a component failure and was resolved by replacing the acj.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced arm controller joint (acj) to correct reported problem. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such.

Event description:
It was reported that during a training/demo of the da vinci system the system presented fault 32100 in arm 3. Field service engineer (fse) opened a service request to replace the acj or suj. There was no report of patient involvement.